Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my coil had migrated to the momentum of my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("the pain is gone since removal, but it was terrible for years"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: my coil had migrated to the momentum of my colon, the pain is gone since removal, but it was terrible for years. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my coil had migrated to the momentum of my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("the pain is gone since removal, but it was terrible for years"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: my coil had migrated to the momentum of my colon, the pain is gone since removal, but it was terrible for years. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.